Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports there is no patient information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a flow sensor error during at the end of a case resulting in loss of mechanical ventilation. The patient was switched to manual ventilation and case completed. There was no patient injury.